Manufacturer narrative:
Title: robot-assisted surgery for the management of apical prolapse:a bicentre prospective cohort study source: https://obgyn.onlinelibrary.wiley.com/doi/abs/10.1111/1471-0528.15696, http://dx.doi.org/10.1111/1471-0528.15696, robot-assisted surgery for the management of apical prolapse: a bicentre prospective cohort study', bjog: an international journal of obstetrics <(>&<)> gynaecology, in press, doi: 10.1111/1471-0528.15696. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study analyzed outcomes of patients who underwent robot-assisted sacrocolpopexy and supracervical hysterectomy with sacrocervicopexy between 2008 and 2016. A 5mm tacker or suture was used for proximal anchoring of another manufacturer¿s mesh to the sacral promontory. The peritoneum was approximated to cover the mesh completely using a suture. In total, there were 305 patients in the study and complications included recurrence and sacral discitis. It was stated that, one hundred and eighty-eight patients underwent robot-assisted sacrocolpopexy and 117 patients supracervical hysterectomy with sacrocervicopexy. One hysteropexy was performed instead of supracervical hysterectomy due to severe adhesions. Some patients with recurrence underwent reoperation to resolve the issue. Approximately a quarter of the postoperative patients required a prolapse - related reoperation, mostly consisting of vaginal repair. Eight out of 140 patients reported symptoms of bulge, but had no objective prolapse during physical examination. It was stated that in robot-assisted sacrocolpopexy, 184/188 patients reported preoperative symptoms of bulge versus 26/144 postoperatively. In robot -assisted supracervical hysterectomy with sacrocervicopexy, no recurrences were found in the apical compartment after 6 weeks. After one year, one patient had a recurrent prolapse of the apical compartment. A redo-cervicopexy was performed, which revealed a laxity in the mesh, it was shortened, with no recurrence afterwards. Across all compartments, there were 37 recurrences of which 12 were symptomatic. Twenty -four recurrences were anterior compartment prolapses. In 3.7% of patients prolapse related retreatment was necessary, including the redo-cervicopexy. One hundred and thirteen of 117 patients reported symptoms of bulge prior to surgery versus 18 of 109 patients after surgery.